Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they received a low battery alarm and did not have a temporary basal programmed in the pump. Assistance was provided with programming a set basal and was advised to change the batteries on the pump. The customer was advised to then monitor the pump for any future issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.